Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the device failed test 9 for oxygen mix accuracy, and a 1203 ¿low leak-co2 rebreathing risk¿ alarm error message was displayed. It was reported that there was no patient involvement at the time the issue was discovered as the bme was in the process of completing preventive maintenance (pm). The biomedical engineer (bme) called technical support to report that the device failed test 9 for oxygen mix accuracy, and a 1203 ¿low leak-co2 rebreathing risk¿ alarm error message was displayed. The remote service engineer (rse) informed the bme that the latest version of the service manual is version t and advised the bme to utilize the test setup that is referenced in the service manual to complete test 9 oxygen mix accuracy.

Manufacturer narrative:
H10: per good faith effort (gfe) response received 24apr2024, after realizing that the circuit was missing the whisper swivel, the biomedical engineer (bme) verified the test setup and confirmed that the device passed test 9 for oxygen mix accuracy without displaying the 1203 ¿low leak-co2 rebreathing risk¿ alarm error message. The reported issue was user induced as the test setup was incorrect. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.